Event description:
Review of service data detected a reportable event. During servicing, battery pack (B)(4) was found to have a broken white wire. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. As received, there was a battery fault. The cause for the battery fault is a broken white wire that runs from the pca board to the battery cells. The root cause for the broken white wire cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.